Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had leak of insulin out of the top of the reservoir. Customer's blood glucose at time of incident was unknown. The customer was advised to return the reservoir for analysis and he threw it away. The customer stated that there is no insulin anywhere in the pump. The customer was advised that we are sending replacement sets.